Event description:
It was reported that during an atherectomy procedure, after several cuts, the atherectomy device froze on the guide wire (flexi-wire). It was not possible to withdraw the guide wire. The atherocath and guide wire were withdrawn as a system. This event is being filed based on the investigative analysis.